Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported an occlusion alarm during basal about 30 min after she delivered a bolus. The user's blood glucose levels were impacted with a reading of 265 mg/dl. Customer delivered a correction bolus to address the high bg level. Tandem technical support performed a system check and the occlusion alarm could not be replicated. The customer indicated that the supplies to the pump would be changed.